Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a scratched reservoir tube window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed with a button error. The device had not been bumped, dropped, or exposed to moisture. The customer's blood glucose was 14 mmol/l. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would need to be replaced and agreed to return the product for analysis.